Event description:
During a total gastrectomy procedure, the instrument was difficult to close and the anvil disengaged. The surgeon applied another device without pt injury.

Manufacturer narrative:
9/2/1998-supplemental report #1 sent to FDA.